Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system and confirmed the reported issue. Upon troubleshooting, fse found that the host pc was not booting up. To resolve the issue, fse replaced host pc and 3 hdds and reload software and return the part for further analysis, and it found that the cmos battery was failed. After replacing the host pc and hdds, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.